Event description:
The televix wall stand counterweight cable broke, allowing the cassette carriage to drop to the floor. No one was in the room when the event occurred. No injuries were reported.

Manufacturer narrative:
Ge field engineer went to the site and visually inspected the unit. The cable that holds the counterweight for the wallstand assembly broke. This site does not have a preventative maintenance contract with ge, so the pm schedule is not known. The device has been installed for 19 yrs. The field svc engineer replaced the cable and pulleys (although they were examined and looked to be in spec) and the sys was placed back into svc.